Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history logs identified the reported problem to be a system error 1103. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. A visual inspection, simulated-use testing and functional and electrical returned instrument testing evaluation (rite) rite were performed. The assignable cause was identified as a faulty accomp circuit board (pcb). To correct the condition, the accomp pcb was replaced. Should additional relevant information become available, a supplemental report will be submitted.